Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced syncope episodes. Upon evaluation the right ventricular (rv) lead exhibited high thresholds and exit block encountered upon placement of interrogation magnet. It was also reported the implantable pulse generator (ipg) exhibited pacing problem. The rv lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.